Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the customer passed away on (B)(6) 2015 at home. The official cause of death was undetermined. The caller reported the customer became ill one week prior to their passing. It was reported the customer collapsed at home and could not be revived by the medics. The customer's exact blood glucose at the time of death was unknown, but the caller reported it was over 360 mg/dl. It was also unknown if the customer had any other complications prior to their passing. The caller was unsure if the customer used sensors or if the customer was wearing one at the time of death. The caller stated the customer was wearing the insulin pump at the time of their passing. The caller declined to return the insulin pump for analysis.